Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the patient was admitted for possible low speed limit alarms with sudden high power of 12-14w, pi at 1, hematocrit (hct) down and ldh up. The family reported a low flow with pump stop alarm the previous evening. A bedside echo was performed with a ramp study, with no compression when pump speed was increased to 12,000 rpm. A massive embolic event is suspected.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.